Event description:
The device was removed from clinical service for an unknown reason. According to the customer contact, the was no incident report generated with the serial number attached. The device was returned for testing and investigation analysis. The device failed the delivery accuracy performance verification test. There was no add'l info available.